Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device on (B)(6) 2014. At the time of the call, patient reported being okay.